Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review for part #03.632.036 lot# 7492388, release to warehouse date: 27jan2014, supplier - (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during routine inspection of field equipment, it was discovered that the threads on the tip of two (2) separate matrix holding sleeves are torn and broken, and the piece within the tip of the polyaxial head placement tool that ejects the polyaxial head is broken off. It is not known how or when these issues occurred. It is believed there was no patient involvement and no delay in surgery. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Product investigation summary: a visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned holding sleeves were examined and the complaint conditions were able to be confirmed in each instance. The threaded tips were found to be broken and missing a segment for lot 7492388 (approximately 6.5mm x 4.5mm x 1.5mm) and peeling, but intact for lot 6489805. No definitive root causes were able to be determined; the failure modes are consistent with the application of off-axis loads while engaging a screw. The matrix holding sleeve - long is one of ten holding sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ minimally invasive system. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The relevant drawings for the returned devices were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. A design change was implemented in order to address the failure mode of the holding sleeve¿s threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; one of the returned instruments was manufactured prior to the implementation of these changes. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint conditions. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the investigation of the returned devices, which was completed on july 24, 2016, confirmed the allegations originally reported. However, the following was also noted for two (2) of the three (3) returned devices: part: 03.632.036 / lot: 6489805 - the threaded tip of the device was found to be peeling, but remained intact. Part: 03.632.036 / lot: 7492388 - the threaded tip of the device was found to be broken and missing a segment.